Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose had a hole, so the hose assembly was replaced. The device was repaired and returned to the user facility.

Event description:
Customer stated that there was a hole in hose of the pneumatic pump. There was no pt involvement and no adverse consequences associated with this event.